Event description:
The initial reporter complained of issues with urine potassium (k) qc results on their cobas 6000 c (501) module. The customer repeated 2 plasma patient samples and identified discrepant ise indirect k+ for gen.2 (k+) results for 1 patient sample. The initial k+ result from an aliquot was 3.93 mmol/l. The customer repeated the sample in the primary tube after calibration and the result was 4.45 mmol/l. It is not clear which results were believed to be correct. It is not clear if questionable results were reported outside of the laboratory. The k+ electrode lot number was t43 with an expiration date of 04-jan-2022.

Manufacturer narrative:
The customer received calibration alarms (cal.e). The customer's qc results were both high outside of the acceptable range and low outside the acceptable range. Multiple sample short and ise alarms were observed during a review of the alarm trace data. Product labeling states: "the cal.e alarm is a warning only, not necessarily indicative of a problem with the calibration. Check the test's control recovery before accepting the new calibration result." The issue was resolved by re-running calibration and qc. System checks were acceptable.